Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382534 and lot number 5114773. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Customer also mentioned over past month time period poor retraction and/or no retraction of needled/safety system was experienced by multiple nurses causing alarm amongst the nursing staff. Product#: 5114773, 5148223. Nurses impacted by poor / no retraction of needle retracted slower than normal, but full retraction of needle was achieved on the iag bc device used on me. Previous cases had poor / slow retraction to no retraction of needled being experienced by the hcp.